Event description:
Caller reported a cartridge alarm 20. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer filled and loaded a new cartridge, resumed insulin delivery successfully, and coordinated with cts to receive a replacement pump. Cts provided instructions for returning the problematic pump, advised on storage mode, and ensured the caller would receive updated software with the replacement.